Event description:
Consumer via chat stated that on (B)(6) 2022, their "oral-b toothbrush water pik combo" caught on fire. No injury was reported. (B)(6)2022 follow up via phone: the consumer was male. No injury was reported.

Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. The reporter informed the company that the product has been discarded.